Event description:
The information provided to sjm indicated (B)(6) female patient had severe aortic valve stenosis. The native aortic valve was appropriately debrided and the annulus was sized for a 19mm sjm regent valve. The 19mm valve was appropriately positioned using non-everting pledged sutures, however the valve cusps would not open and close correctly due to subvalvular bulging, which was not device related. The valve could not be rotated. A 17 mm sjm regent valve was then implanted but would not rotate, resulting in one broken cusp during the attempt. The same 19 mm sjm regent valve was again placed in the annulus, this time using no-everting, non-pledged sutures, however the subvalvular bulging tissue continued to anatomically interrupt the function of the valve cusps. Another attempt was made to successfully rotate the valve a few degrees resulting in appropriate range of motion for the valve cusps. The patient was stable following the event but did require prolonged ventilation more packed red blood cells than usually administered during an aortic valve replacement.